Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast vaginitis, herpes genitalis and hives (pt took benadryl). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), cystitis interstitial ("interstitial cystitis"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine headache") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with pentosan polysulfate sodium (elmiron), paracetamol (acetaminophen), nsaid's, surgery (full hysterectomy and bilateral salpingectomy) and surgery (hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, menorrhagia, cystitis interstitial, hypersensitivity, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, anxiety, cystitis interstitial, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date. Previously reported as (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure was successfully occluded as per mr, (B)(6) 2008,hysterosalpingogram (hsg) impression: complete occlusion of the fallopian tubes bilaterally resulting from recent essure micro-insert placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, interstitial cystitis. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and mr received. New reporter added . Plaintiff demographic , concomitant conditions and treatment drugs added. Product indication and insertion date updated. Removal date and lot number added (626904). Events added: vaginal bleeding, menorrhagia), interstitial cystitis, depression and mental anguish, migraines / headaches, nickel allergy and genital haemorrhage. Outcome of the event pelvic pain was updated to recovered/resolved. Case upgraded to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a 27-year-old female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast vaginitis, genital herpes simplex and hives (pt took senadryl). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia(abnormal bleeding)"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 5 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced migraine ("migraine headache") and headache ("headaches"). On (B)(6) 2016, the patient experienced rash ("rash"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and pruritus ("itching"). In (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis/infection(bladder/urinary tract/vaginal) type: interstitial cystitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("pelvic abdominal pain"). The patient was treated with nsaid's, paracetamol (acetaminophen), pentosan polysulfate sodium (elmiron) and surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2018 and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, cystitis interstitial, vaginal haemorrhage and headache had resolved and the dermatitis allergic, menstrual disorder, depression, anxiety, migraine, allergy to metals, pruritus, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis interstitial, depression, dermatitis allergic, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date. Previously reported as (B)(6) 2008 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure was successfully occluded; on (B)(6) 2008: impression: complete occlusion of the fallopian tubes bilaterally resulting from recent essure micro-insert placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, interstitial cystitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Events pelvic abdominal pain, rash added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a 28-year-old female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast vaginitis, genital herpes simplex and hives (pt took senadryl). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, 6 months 31 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced migraine ("migraine headache") and headache ("headaches"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes") and pruritus ("itching"). In (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis/infection(bladder/urinary tract/vaginal) type: interstitial cystitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with pentosan polysulfate sodium (elmiron), paracetamol (acetaminophen), nsaid's, surgery (full hysterectomy and bilateral salpingectomy) and surgery (hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, cystitis interstitial, vaginal haemorrhage and headache had resolved and the rash, menstrual disorder, depression, anxiety, migraine, allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals, anxiety, cystitis interstitial, depression, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date. Previously reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure was successfully occluded as per mr, (B)(6) 2008,hysterosalpingogram (hsg) impression: complete occlusion of the fallopian tubes bilaterally resulting from recent essure micro-insert placement. Concerning the injuries in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, interstitial cystitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Event added: itching. Event term updated: vaginal bleeding/abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: rashes and interstitial cystitis/infection(bladder/urinary tract/vaginal) type: interstitial cystitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast vaginitis, genital herpes simplex and hives (pt took senadryl). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), cystitis interstitial ("interstitial cystitis"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine headache") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and allergy to metals ("nickel allergy"). The patient was treated with pentosan polysulfate sodium (elmiron), paracetamol (acetaminophen), nsaid's, surgery (full hysterectomy and bilateral salpingectomy) and surgery (hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, menorrhagia, cystitis interstitial, hypersensitivity, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, anxiety, cystitis interstitial, depression, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date. Previously reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure was successfully occluded as per mr, (B)(6) 2008,hysterosalpingogram (hsg) impression: 1. Complete occlusion of the fallopian tubes bilaterally resulting from recent essure micro-insert placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, interstitial cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('irregular bleeding') in a 27-year-old female patient who had essure (batch no. 626904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast vaginitis, genital herpes simplex and hives (pt took senadryl). Concomitant products included naproxen sodium from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 5 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced migraine ("migraine headache") and headache ("headaches"). On (B)(6) 2016, the patient experienced rash ("rash"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and pruritus ("itching"). In (B)(6) 2018, the patient experienced cystitis interstitial ("interstitial cystitis/infection(bladder/urinary tract/vaginal) type: interstitial cystitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("pelvic abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen), pentosan polysulfate sodium (elmiron) and surgery (full hysterectomy and bilateral salpingectomy on (B)(6) 2018 and hysteroscopy with dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, cystitis interstitial, dermatitis allergic, vaginal haemorrhage, allergy to metals, headache and abdominal pain had resolved and the menstrual disorder, depression, anxiety, migraine, pruritus and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis interstitial, depression, dermatitis allergic, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date. Previously reported as (B)(6) 2008 received treatment for pain, bleeding, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure was successfully occluded; on (B)(6) 2008: impression: 1. Complete occlusion of the fallopian tubes bilaterally resulting from recent essure micro-insert placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, interstitial cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: "pelvic pain, allergic or hypersensitivity reaction type: rashes, nickel allergy, pelvic abdominal pain" was updated as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.